Event description:
It was reported that, during procedure, a tooth of the 'firstpass' broke off inside the patient. The procedure was completed without delay, but it is unknown how. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that no clinically relevant supporting documentation was provided for inclusion in this medical investigation. Therefore, the root cause of the reported breakage cannot be determined. The impact to the patient beyond the possibility of micro-motion and/or migration and local skin irritation/discomfort cannot be determined. Based on the information provided, the procedure was completed without delay, however, it is unknown how the procedure was completed. Since no further complications were reported, no further clinical/medical assessment is warranted at this time. There was no relationship found between the device and the reported event. The complaint was not confirmed. Factors that could have contributed to the reported event include: (1) excessive force (2) tissue thickness (3) damage or debris on the device tip between passes. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.